Event description:
Boston scientific received information that this pacemaker dependent patient experienced syncope. Upon interrogation it was noted that the right ventricular (rv) lead exhibited high threshold measurements, loss of capture and undersensing. Subsequently a revision procedure was performed where the lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.